Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient admitted in with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. The patient remained in critical condition, with ongoing organ failures. Bleeding occurred from the nose, venous lines, and via the endotracheal tube, but these bleeding issues were resolved. The patient passed away shortly after the impella device was deactivated, despite limited therapy. There is not enough information to exclude the impella device as an associated factor in the patient's demise.